Event description:
Machine ran into general system failure (at 4h22) seconds after a blood pump malfunction alarm. The nurse, even though she is experienced with the prismaflex did not give the blood back to the pt. Hb count was 64 after the event, a blood transfusion was given to the pt in the morning. Treatment was started back with another flex. The initial amount of blood loss was 231 ml.

Manufacturer narrative:
The pt's hb of 64 was questioned, but not verifiable. A biomed technician examined the device following the incident and found it to be okay. The prismaflex unit was returned to service. Data files were downloaded and submitted to gambro technical support for review. From the technical review, it was assessed that the general system failure alarm resulted from a condition of excess pressure observed on both sides of the blood pump. These pressure excesses caused the pump and control unit to drop out of synchronicity and to trigger the prismaflex to move into pt safe mode and sound the general system failure alarm. The kind of excess pressures observed on both sides of the blood pump can be caused by a kinked line.